Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device was inserted into the biliary tree when resistance was felt and the basket tip disengaged. No stones had been captured at that time. The device was removed and the procedure was completed with another trapezoid rx lithotripter compatible basket device. Reportedly the device was prepared normally and no anomalies were noted while testing prior to use. Additionally, no attempt was made to remove the basket tip from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)